Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is heavily worn from use. Product was out of the original packaging. No packaging returned. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box the unit had no issues producing plasma or activating coag. Wand data shows a multiple button press warning was experienced. The button covers were removed and found no issues. No issues with a button getting stuck or continually running in testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the device handle coming into contact with saline. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, instruments outside the patient, the ablation mode of the werewolf coblation wand had a jammed button, plasma field was in continuous release mode. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.